Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Customer stated that the event occurred when they banged the quadrox-ID connector against an x ray machine. An investigation is currently on-going and a follow-up report will be provided when new information is available. The product was not returned for investigation. Items marked ni ar unk to us at this time. MFR. Report#: 8010762-2012-00010. (B)(4).

Event description:
The outlet connector on the arterial side of the quadrox-ID became disconnected during ECMO. The nurse immediately clamped the pt off support, changed the oxygenator within 7 minutes and support continued. No pt injury was reported. (B)(4).